Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the biomedical engineering department from the labor and delivery unit with a report of the bolus cord did not deliver when the bolus button was pressed. The bolus cord had been connected to a gemstar pump to deliver an unspecified pain medication. No specific pump programming or event details were provided. It was reported that the bolus cord was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.